Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "over-infusion" was not reproduced. The device was tested for flow accuracy and delivered within intended range. Event history log review was performed. An event occurrence date was not provided; however, the last day of customer use revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upper valve that does not depress properly with fingers. The m2 an m3 spring required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had over infusion flow rate was 40 and vtbi was 21 over 21. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.